Event description:
It is reported that when the doctor used the statak soft tissue attachment device, she fixed the screw in the bone and when she tried to attach the yarn to the soft tissue, the yarn broke. Surgery was prolonged by 30 minutes.

Manufacturer narrative:
This report will be amended when our investigation is complete.